Event description:
It was reported that the patient experienced a bent cannula in the infusion set on (B)(6) 2026 the event occurred on the first day of infusion set use at the lower back insertion site and resulted in high blood glucose of 400 mg dl which was treated with a manual insulin injection.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.